Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -06.0/1.0/086 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a shorter length lens on (B)(6) 2021 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.